Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that none of the buttons were working. The customer stated that the pump had been in water 2 hours earlier. The customer was advised the pump will be replaced because device was exposed to moisture.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Moisture damage was also found on the damage on motor, vibrator motor and battery tube. Unable to verify button keypad unresponsive due to blank display. Unable to perform displacement, rewind, seating and basic occlusion tests due to blank display. The insulin pump had cracked keypad overlay at the select button, scratched case and keypad overlay texture damage.